Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) of 46 mg/dl. Suspected cause is due to control iq software administering automatic correction correctly but due to customer¿s gastroparesis. The customer requires extended boluses instead of instantaneous boluses. Customer consumed carbohydrates to treat low bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.